Event description:
The customer observed a falsely elevated alinity c magnesium (mg) result generated for a 7-month-old female patient sample. The following data was provided (customer¿s reference range 5 months- <6 years 1.7-2.3 mg/dl): sample ID (B)(6) initial result = result 8.0 mg/dl, repeat result = 1.9 mg/dl . No impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device MFR date. The field service representative (fsr) inspected the instrument and performed troubleshooting. Service discovered the reagent 1 alinity c-series reagent probe was misaligned/loose. The part was replaced and then calibrated which resolved the issue. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity c processing module with regards to the customer reported event. Additionally review of complaint and trending data associated with the alinity c-series reagent probe did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or the alinity c-series reagent probe was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity c magnesium (mg) result generated for a 7-month-old female patient sample. The following data was provided (customer¿s reference range 5 months- <6 years 1.7-2.3 mg/dl): sample ID (B)(6) initial result = result 8.0 mg/dl, repeat result = 1.9 mg/dl. No impact to patient management was reported.